Event description:
It was reported that during an ortho spine surgery, it was discovered that the bit device got stuck and froze on the attachment device. According to the reporter, the bit device was not currently stuck in the device. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for temperature testing. This was because the bearings were worn and damaged. Thus, the bearings with this type of damage could cause the cutters to get stuck and freeze up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.